Event description:
On (B)(6) 2022, the patient underwent a thrombectomy procedure to remove a clot in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a penumbra system 3max reperfusion catheter (3maxc), a neuron max 6f 088 long sheath (neuron max), a neuron select catheter 6f (6f select), and a non-penumbra guide catheter. Three passes were completed and a tici 2 c was achieved. On (B)(6) 2022, an air embolism was noted on the CT scan. The air embolism was reported to be an adverse event with a possible relationship to the red62, and probable relationship to the index procedure. No additional information was provided.

Manufacturer narrative:
Air embolism is included as a possible complication in the instructions for use (IFU) for the penumbra system. The product was not returned for evaluation. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.